Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that the lock tab for the ventricular adaptor of the external pulse generator was broken. The generator was returned for service. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the ventricular output connector is broken. Analysis also found the upper and lower cases are broken. Side bail and ring cover are contaminated, battery contacts are compressed, and the battery drawer o-ring is missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.